Manufacturer narrative:
D2b: pro code (product code): itx. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed the sheath assembly was kinked. A broken drive and coaxial cable began 35.5 cm from the distal end of the connector shaft. The sheath of the unit is cut a few centimeters below the severe kink to be able to check the other end of the broken imaging core.

Event description:
It was reported that a catheter issue occurred. An opticross 35 imaging catheter was selected for use in the ultrasound examination. During withdrawal, a silver spring wire emerged and broke while the catheter was being pulled out. There were no patient complications.

Manufacturer narrative:
D2b: pro code (product code): itx.

Event description:
It was reported that a catheter issue occurred. An opticross 35 imaging catheter was selected for use in the ultrasound examination. During withdrawal, a silver spring wire emerged and broke while the catheter was being pulled out. There were no patient complications.